Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the vso was replaced. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that an error code l3-021, vso faulty was received prior to a breast biopsy. There was no patient consequence. The unit will be returned to the international service center.